Event description:
It was reported that during a surgical procedure the surgeon fired the device across the lung tissue and realized that the staple line was incomplete at the distal end. The case was completed with a same like device. There was no consequence to the patient.